Event description:
Health care professional reported malposition of catheter. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.